Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went in to have an MRI and when one of the assisting MRI techs was turning off her stimulation, they were unable to get the left ins turned off. The assisting MRI tech was not sure if one of the leads had been "cut or possibly disconnected" and that is why the left ins was not able to shut off. They ended up taking x-rays instead.